Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a lead revision. It was noted that upon interrogation, the right atrial lead exhibited high capture and low impedance. The physician thinks this could be due to clavicular crush. The lead was capped and replaced. The patient was doing well and would continue to be monitored.